Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, some episodes of ventricular fibrillation, recorded in the device memory and stored in the arrhythmia and therapy history section, were dated before the implantation date.